Manufacturer narrative:
Device analysis revealed a tear in the balloon material, which is consistent with the event description. The device history record review and review of non-conformances found no issues or discrepancies which could relate to this complaint. The most probable root cause is handling damage, as the balloon was most likely torn during removal from its packaging.

Event description:
Reportable based upon analysis completed on 08/23/2007. It was reported that during preparation for an atrial septal defect (asd) treatment procedure, the balloon leaked upon inflation. The intended lesion was located in the patient's ventricle. The device was not introduced into the patient's body. The procedure was completed with another of the same device. Patient status is listed as "stable." A tear was noted in the balloon material during device analysis.